Event description:
It was reported the ring of the cup fell off when the surgeon was placing the implant. The surgeon replaced the cup.

Manufacturer narrative:
This report will be amended when our investigation is complete.